Event description:
It was reported that some sort of external noise was observed on a stored episode. It was also noted that there was marker misalignment on the electrogram. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5054-58 lead implanted: 2013 (B)(6). (B)(4).